Manufacturer narrative:
The pump passed the active current test, and self test. The pump failed the sleep current test. Test p-cap locked properly into reservoir compartment during testing, however, a partially broken retainer ring was noted. No pump error 25 was noted during testing. Successfully downloaded history files and traces using thump software. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance issue on j6. Pump alarmed 3 pump error 25 in the pump history files and traces on the event date of 02-jul-2024 at 06:00:00.000, 10:00:00.000, and14:00:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. After disconnecting and reconnecting j6 connector, attempted a redownload of pump history files and traces and received little data. No detailed trace was retrieved. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, partially broken retainer, and keypad overlay texture damage. Pump error 25 was confirmed in the pump history files and traces due to connector resistance issue. High sleep current was confirmed due to connector resistance issue. Moisture damage was confirmed found isolated to the battery tube. Retainer ring damage was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 25 and also alleged the pump was doing nothing. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the alarm was resolved . No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.